Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Repair. Relief device loose and leaking. Inlet tube bent, but not cracked. Broken handles. Freeze trigger broken off. Straightened inlet tube. Tightened relief device, replaced defrost trigger and handles. Repair order 98620. Ll100 cryosurgical 900001 e-complaint-(B)(4).

Event description:
Relief device loose and leaking. Inlet tube bent, but not cracked. Broken handles. Freeze trigger broken off. Straightened inlet tube. Tightened relief device, replaced defrost trigger and handles. Repair order 98620. Ll100 cryosurgical 900001. E-complaint-(B)(4).

Manufacturer narrative:
Investigation. X-inspect returned samples ; *analysis and findings ; complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 12/06/2010 under work order 99835 and sold on 12/08/2010. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 98620 this unit was at csi on 06/13/2022. Visual evaluation: visual examination of the complaint product revealed physical damage. The relief device was loose and was leaking. The inlet tube was bent, but not cracked. The freeze trigger and handles were broken. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: while no definitive root cause could be reliably determined, the most likely cause was that the unit was dropped. *correction and/or corrective action; the complaint unit was repaired and returned to the customer. The inlet tube was straightened. The relief device was tightened. The trigger and handles were replaced. The unit was tested and found acceptable. Coopersurgical will continue to trend this complaint condition. *preventative action activity; coopersurgical will continue to monitor this complaint condition for trends.